Event description:
It was reported to philips that the device's ECG function was not working properly with an inability to acquire leads ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.